Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the power supply and pump for damage; checking the power supply for secure fit to pump and wall outlet; and resetting the pump. After troubleshooting, the customer indicated that the pump did still not power on. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. The pump was evaluated on (B)(6) 2020 and it was identified during the evaluation that there was melting of the power cord and pump. This issue is currently under investigation by medela ag, the legal manufacturer in (B)(4).

Event description:
On (B)(6) 2020, the customer alleged to medela llc that her freestyle flex breast pump would not power on.